Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: call service 088 alarms were observed in the black box and the alarm history. The pump powered on properly with no alarms. During the 24 hour duration testing a call service 088 alarm occurred. Unrelated to the original complaint, corrosion was observed in the battery compartment. The battery compartment was cracked alongside of the pump and below the bumper pad. The pump leaked at the battery compartment. The pump was opened and moisture induced damage was found on the printed circuit board. The alarming was determined to be due to moisture damage.